Event description:
On (B)(4) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of catalog# field deem required. This is based on the internal evaluation. Previous catalog #: ard568422010c. Corrected catalog#: ard568330933/ard568350938. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).